Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the dualwave¿ arthroscopy fluid management system, creating a sleeve collapse and pressure failure on the pump. The pump reported was evaluated and functioned normally.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/31/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump was stuck at full speed and would not slow down, and the ar-6495 pump remote would not respond during a knee scope. This patient had excessive knee and thigh swelling. They had to pull the outflow to make sure the patient still had blood flow. The patient was discharged, but they will be bringing him back for a follow-up. The case was successfully completed. Additional information was received on 11/06/2025. The tubing used with the pump was the ar-6410, main pump tubing. Per the rep, no extravasation occurred. The patient was monitored after the scope to monitor swelling and pressure. The swelling ended up resolving on its own shortly after surgery. The patient was then discharged with no concerns from the surgeon.